Event description:
Per the clinic, the patient experienced extrusion of the receiver/stimulator, resulting in exposure of the device through the skin. The patient also reported occasional mild pain and nuisance at the implant site. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Correction: initial MDR [6000034-2026-01239] submitted on april 09, 2026 was filed inadvertently. The was no occurrence of extrusion. It was reported that the receiver/stimulator was seen through the skin due to thin skin flap.